Manufacturer narrative:
A system service check of the mark 7 arterion® injection system confirmed that the injector was operating within bayer specifications. Bayer product analysis received and examined one returned syringe and a third party high pressure connector tube (hpct). Functional testing of the returned syringe and a lab stock high pressure connector tube (hpct) confirmed that there was no air ingress and that the syringe performed as intended. The mark 7 arterion® injection system operation manual cautions the user as follows: warning: air embolism hazard - serious patient injury or death may result. Do not inject air. Purge all air from syringe and disposables before connecting or injecting to patient. Use only accessories and options provided by bayer which are designed specifically for the injection system. Additional applications training have been offered and we are awaiting a response from the site. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a cerebral aneurysm repair while the patient was connected to an arterion injection system. The customer reported that approximately 5ml of air was visualized on the images. After the procedure was successfully completed, the patient was subsequently placed into a hyperbaric chamber for further observation and treatment. The patient was reported to have been hospitalized from (B)(6) 2018 until (B)(6) 2018. There is no other information available as to the patient's current condition.